Event description:
Boston scientific crm received information that this entire system was removed due to pocket erosion and patient infection. The physician believed that the original pocket was too superficial and was never deep enough to hold the device. The system was explanted without incident and no new devices were implanted as physician didn't believe the patient needed a device.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.